Event description:
Peritoneal dialysis cycler failed to alarm and machine switches from drain to fill risking chance of excess fluid entering pt before adequate drainage. Previous recalls regarding the risk of iipv -overfilling- have been communicated, however, there is not yet a remedy available from the manufacturer. Event abated after use: yes.